Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that user received application errors on the mvs during the boot up process. There was a windows error and an imaging system application error. Three boot ups were required for the machine to fully boot up. There were no patients present at this time.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the operating system and application loaded successfully. Correct time and date confirmed cmos was good. Patient data removal and virus scan were completed successfully. The server was installed on a known good system. X-ray, motion, and communication were ready. Gain calibrations were successful. 2d and 3d images were acquired and image retrieval was successful. No issue found. If information is provided in the future, a supplemental report will be issued.